Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected battery out limit alarmed from the insulin pump. The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The pump was received with no frozen screen and no moisture damage on electronic assembly.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the pump was suspended for an hour and a half while at the pool. The customer stated that when he returned, the buttons would not respond. The customer stated that he cannot remove the battery out limit from the pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.